Event description:
Original surgery performed in 2007, t12-l3 fusion. Setscrew came out of tulip of screw at t12 right & left and possibly l1. No revision scheduled.

Manufacturer narrative:
The samples have not been removed from the patient. All available information has been forwarded to our manufacturer for further analysis.